Event description:
It was reported that the patient presented to the operating room for implant procedure. During procedure, it was observed that the stylet could not be inserted into the right ventricular lead. It was noted that blood was on the stylet. The lead was not implanted. Another lead was implanted successfully. It was noted that there were no adverse consequences to the patient as a result. The patient¿s condition was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.